Manufacturer narrative:
Patient information is not available for reporting. It is unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. Reporter is synthes sales consultant. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date a reduction forceps with points narrow ratchet was broken. It was unknown if there were patient and procedural involvement. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Supplier lot number provided: 4973113. Part 398.40, synthes lot a7oa10: release to warehouse date: march 14, 2005. Manufacture site: (B)(4). The device history record (DHR) is no longer available due to the age of the instrument (over 13 years old). A product investigation was completed: visual inspection performed observed broken jaw tip on one of the jaws of the reduction forceps. No new issues except for the usage marks were observed which will not affect the product functionality. The given complaint condition agrees with the returned device condition and therefore the complaint was confirmed. The relevant design drawings reflecting the current and manufactured revision, were reviewed and no design issues were identified. Dimensional analysis was not performed on the tip as the observed breakage is due to post manufacturing damage. Based on the age of the device and consistent usage for over 13 years it was confirmed that device material and its properties would not have contributed to complaint condition. No definitive root cause was able to be determined with the available information. However, any possible unintended excessive force on the device during usage/during handling could have contributed to this broken tip condition. The overall complaint condition was confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.